Event description:
It was reported by the customer that the elite iq foot pedal was intermittent and double pulses. No patient injuries were reported. Field service engineer (fse) arrived at the site and evaluated the device. The device was found to be operating as intended within specification. To resolve the customer's reported issue, fse replaced the foot pedal. Due to the site reporting unintended discharges of laser energy, this event is an aro (accidental radiation occurrence) and therefore reportable.